Manufacturer narrative:
An event of ophthalmic headaches and redness/itching on the wrist was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information available, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer septal occluder was implanted. On (B)(6) 2022, the patient was experiencing ophthalmic headaches and redness/itching on the wrist. The device was explanted to resolve the event.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 22mm amplatzer septal occluder was implanted. On (B)(6) 2022, the patient was experiencing ophthalmic headaches and redness/itching on the wrist. The device was explanted to resolve the event.